Event description:
The catheter was placed for delivery of chemotherapy on 6/8/1998. On 6/16 or 6/18, the patient complained that the catheter was leaking. When the dressing was removed, the hub was the only part under the dressing. They retrieved the catheter via femoral approach with a snare. There were no patient complications and another r-line was placed.